Manufacturer narrative:
The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to seroma late. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "pain, signs of rotation of right implant associated with moderate amount of subcapsular fluid." The device remains implanted.

Event description:
Healthcare professional reported right side "pain, signs of rotation of right implant associated with moderate amount of subcapsular fluid." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "pain, signs of rotation of right implant associated with moderate amount of subcapsular fluid." The device remains implanted.